Event description:
Promus premier china registry it was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 38 mm promus premier stent. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2019, the subject was discharged on clopidogrel, aspirin and ticagrelor. In (B)(6) 2021, the subject was noted with in-stent restenosis in proximal lad and was hospitalized on the same day for further evaluation and treatment. Target vessel revascularization (tvr) was performed, however, complete details of tvr was not available at the time of reporting. A week and six days later, the event was considered to be recovered and resolved and the subject was discharged on the same day. It was further reported that in (B)(6) 2021, the subject was treated with medication. Additionally, 20 days post hospital admission, coronary angiography revealed 60% stenosed target lesion in proximal lad which had previously placed study device was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia.

Event description:
(B)(6) registry. It was reported that in-stent restenosis occurred. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 35 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of 3.00 x 38 mm promus premier stent. Following post-dilatation, residual stenosis was 0%. In june 2019, the subject was discharged on clopidogrel, aspirin and ticagrelor. In (B)(6) 2021, the subject was noted with in-stent restenosis in proximal lad and was hospitalized on the same day for further evaluation and treatment. Target vessel revascularization (tvr) was performed, however, complete details of tvr was not available at the time of reporting. A week and six days later, the event was considered to be recovered and resolved and the subject was discharged on the same day.